Event description:
It was reported that this right atrial (ra) lead was explanted due to noise, high impedance and high capture thresholds. This ra lead was explanted. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise, impedance issues and high capture thresholds. This ra lead was explanted. No additional adverse patient effects were reported. This product has not returned for analysis.